Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the driveline outer jacket cannot be confirmed as no photos were submitted and no product was returned for evaluation. A specific cause for this damage could not be conclusively determined through this evaluation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This section also outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: medwatch (B)(4) was received on 22may2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
User facility medwatch received that states that the patient arrived at the clinic on (B)(6) 2023 complaining of needing a driveline repair. It was noted that there was damage to 2 layers of the silicone rescue tape at the junction of the entrance of the driveline into the clamshell appliance. The driveline and damaged clips were replaced.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.